Event description:
It was reported that the patient was not getting telemetry at transmission and there was no progress fill bar on the monitor. It was also reported that the remote monitor displayed a 3230 diagnostic code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The reader's position was adjusted, the monitor was power cycled, a dry wash cloth was used, and it was ensured that no electronic devices were close to the monitor. Troubleshooting steps were taken to no avail on error code. The patient was referred to a clinic and instructed to bring the monitor. The reader was replaced. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.